Manufacturer narrative:
Device evaluated by MFR: synergy xd 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was 0.0475". The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy xd drug-eluting stent was selected for treatment. When advancing the device to the lesion, it was noticed that the stent strut was damaged. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy xd drug-eluting stent was selected for treatment. When advancing the device to the lesion, it was noticed that the stent strut was damaged. The procedure was completed with different device. No patient complications were reported.